Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving h hydromorphone (1 mg/ml at 0.13 mcg/day) via an implanted infusion pump. It was noted that the patient was trying to have the drug changed at some point, but details were not known. The indication for use was spinal pain. It was reported that a pump flip occurred on (B)(6) 2017. The pump was found to be flipped and "resorted down right side up." It was later specified that the reporter was unsure of when or how the pump was found to be flipped. There was no apparent patient injury or symptoms from the pump flip. Surgery occurred on (B)(6) 2017 to reposition the pump, and the drug was replaced with saline during the surgery. The patient was to follow-up at some point with the managing physician, and the issue was considered resolved. The environmental, external, or patient factors that may have led or contributed to the issue were unknown, and it was unknown if any diagnostics or troubleshooting were performed. The patient's status was alive - no injury. Additional information was received from a consumer on 2017-nov-08. It was reported that the patient was receiving dilaudid at an unknown concentration and dose and that they "upped it" at the patient's last appointment on (B)(6) 2017. The consumer did not know the date it flipped; however, the week before the patient had a dye test and they found out it was flipped upside down so they could not do the dye test. It was related that they filled it with saline because even during the trial, dilaudid made the patient sick and could not even think straight, got severe diarrhea, and had problems emptying their bladder. The patient got sick from dilaudid during the trial starting (B)(6)2017 and got sick from dilaudid after implant starting (B)(6) 2017. It was also stated that starting the last couple of weeks prior to the recent surgery the patient could not think straight, their ¿brain was fried,¿ ¿could not even breathe,¿ and ¿it was a nightmare.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-nov-27. It was clarified that the pump was infusing at 0.13mg/day. The statement "resorted down right side up" was clarified, and it was noted that the pump was repositioned right side up (with the reservoir facing up).